Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging her onetouch ping meter remote was displaying an "apply sample" message after applying the blood sample to the test strip. The medical surveillance specialist (mss) spoke with the patient on (B)(6), 2012, to obtain and verify information. The patient claimed the said issue began on the same day she contacted lfs for assistance at approximately 5:45am. The patient stated she manages her diabetes with novolog insulin through pump therapy and did not make any changes to her usual diabetes management routine in response to the alleged issue. The patient informed the mss that just prior to attempting to use the meter she was feeling "lethargic" and associated this symptom with low blood glucose. Immediately after attempting to check her blood glucose, she self treated her symptom with orange juice and tested on her husband's meter immediately afterwards at 5:46am and observed a reading of "53 mg/dl" with his meter (onetouch ultramini). She stated she felt better within a few minutes, ate breakfast and went to work. At the time of troubleshooting, the cca noted that the subject meter was not being used for the first time. The correct test strips were being used and the blood was completely drawn into the strip. The issue was not resolved with a retest over the phone and replacement products were sent to the patient. There is no indication that the product caused or contributed to a serious injury. The patient's symptoms started before the reported issue first occurred and she was able to perform a test immediately on another device. There is no evidence the patient administered inappropriate self treatment due to the alleged issue. However, this complaint is being reported because the alleged product issue remained unresolved.

Manufacturer narrative:
(B)(4). Device evaluation: the meter involved with this complaint has been returned on (B)(4) 2012 and evaluated by product analysis (pa) on (B)(4) 2012 with the following findings: the meter involved with this complaint failed testing. The meter was found to have spc pins 1-3 were lifted high. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.